Event description:
Patient¿s wife called vad emergency phone at 17:14 reporting patient was having hvad alarm stating "controller failed" on the display screen. Audible hazard alarm noted. Patient alert and stable. Patient preparing backup controller for controller exchange with ac adapter and battery. Discussed with dr. [Redacted name] and patient to call 911 to come to emergency department for controller exchange while stable with assistance from trained staff. While discussing plan with wife, patient reported he does not feel well and laid down. Wife advised to call 911 and then call back emergency phone. Upon return of phone call, patient now unresponsive but breathing. Hvad continuing to hazard alarm. Wife advised to perform controller exchange and guidance provided on steps. Wife was unable to remove the driveline cover and driveline from the patient's controller. She reported "it's stuck, it's stuck, I can't get it out." She stated she was looking for a pair of pliers - uncertain if pliers were utilized to remove driveline from controller. Driveline was eventually disconnected but would not connect and insert into backup controller. Wife continued to attempt to insert driveline but continued to meet resistance. Police department arrived at scene, and I advised officers to attempt to line up the red dots on the driveline and controller to make a connection. Officers were unable to insert driveline. Dr. [Redacted name] on the phone. Ems arrived at scene and CPR started per dr. [Redacted name]. Driveline continued to remain disconnected from controller. Advised and walked through steps with ems team to reconnect driveline but unsuccessful. Hvad continuing to alarm controller failed and vad pump stopped. New hvad controller programmed and brought to ed for patients¿ arrival. Patient arrived at ed, multiple attempts made to connect driveline to backup controller and new controller by trained staff; all attempts unsuccessful. Piece of metal noted to lodged in the driveline preventing successful connection to another controller. Patient expired. Manufacturer response for hvad controller, heartware (per site reporter) manufacturer has requested the device for evaluation.